Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a tlif at t12 and l1 to implant peek implant. After the implant was implanted, it was found that the implant "looked weird" under floro. The implant was removed with a pituitary and determined to be broken. After extraction another device was impacted and was also determined as being broken. The fragment pieces were removed. After extraction a bone spacer was then finally inserted. No patient complications were reported.